Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent act button response due to a flattened button dome switch. The insulin pump was also received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, cracked display window and cracked battery tube threads.

Event description:
It was reported that the customer's act button was not responding when the customer pressed it. Her blood glucose level was 172 mg/dl. She also had issues with her sensors. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.